Manufacturer narrative:
(B)(4). According to the results obtained, the defect reported by the client is not observed. However, it could be due to a human error during the positioning of the stickers, therefore we understand that it is an isolated issue.

Event description:
Patient presented to clinic because her pump was no longer infusing medication. Label indicating volume and infusion rate provided by the manufacturer inside the pump capsule was bent and was impeding the level indicator. Contacted the MFR and they indicated that the pumps were recently upgraded putting so that the labels were now inside rather than outside the pump. Pump had to be disconnected and medication had to be put in a 24 hour pump.